Event description:
It was reported that a file separated in the canal during a procedure. The patient was referred to a specialist who indicated that the separated piece was not retrievable. No further information was or will be provided.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. It was reported that the file was reused, a possible contributing factor in the event.